Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. It was reported, the event occurred while setting up for patient use. The device was removed from clinical use and the hospital's biomed department was notified of the event. The hospital's biomed technician stated the error could have possibly been due to user error. The date of the event is unknown.

Manufacturer narrative:
The covidien technical support engineer (tse) assisted the user facility with troubleshooting the device via phone. The user facility reported, the error was unable to be duplicated. The user facility reportedly returned to the ventilator to clinical use following a 48 hour operational test on a manufactured lung without incident. (B)(4).